Event description:
It was initially reported that the physician's handheld was not holding a charge. The handheld is left plugged into the outlet but when the handheld is unplugged from the wall it turns off. While plugged in the handheld shows that it is fully charged and the "on" button is green but it says that there is no power remaining. The company rep replaced the handheld battery with a known good battery but it still would not hold a charge. Good faith attempts for product return have been unsuccessful to date.